Event description:
Reported via patient call center. It was reported that vessel perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman fxd curve access system (was) was selected to be used. The patient stated that the procedure went well and was discharged home the day of the procedure. The patient noted they were not feeling very well. On (B)(6) 2023, the patient was still not getting any better and went to the emergency room (ER) and was admitted. While in the hospital on (B)(6) 2023, the patient's femoral vein was noted to have busted, and the patient noted that later they found that during the procedure the surgeon nicked the femoral vein. The patient went into a 17-hour surgery, coded several times, and received 26 units of blood. The patient was released from the hospital, went home and later fell in the shower fracturing several vertebrae. The patient ended up going back into the hospital for fractured vertebrae and spent several weeks in rehabilitation as a result.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman fxd curve? Access system was discarded; therefore, device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0030793386. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include vessel perforation and cardiac arrest (surgical intervention, blood transfusion, hospitalization or prolonged hospitalization). Risk review a risk review was completed and confirmed that the events of vessel perforation and cardiac arrest were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center it was reported that vessel perforation occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman fxd curve access system (was) was selected to be used. The patient stated that the procedure went well and was discharged home the day of the procedure. The patient noted they were not feeling very well. On (B)(6) 2023, the patient was still not getting any better and went to the emergency room (ER) and was admitted. While in the hospital on (B)(6) 2023, the patient's femoral vein was noted to have busted, and the patient noted that later they found that during the procedure the surgeon nicked the femoral vein. The patient went into a 17-hour surgery, coded several times, and received 26 units of blood. The patient was released from the hospital, went home and later fell in the shower fracturing several vertebrae. The patient ended up going back into the hospital for fractured vertebrae and spent several weeks in rehabilitation as a result.